Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous device case, reported by a consumer who contacted the company with a product complaint (pc), concerns a female patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient began human insulin (rdna origin) nph per a cartridge via a reusable humapen savvio (red) device 20 units, 18 units, and 30 units with route, frequency, and indication for use not provided, beginning in 2008. On an undisclosed date, the patient was attempting to inject when her humapen savvio (red) device jammed. She noted that the selector of dose was not stopping and the number was not getting fixed ((B)(4)/ lot 1410v01). The device did not release insulin. She informed that the cartridge was full. She explained that she stored the device inside the case, inside of a bag, at room temperature with the insulin; however she noted that she used a new needle in each two applications. Corrective treatment, event outcome, and status of human insulin (rdna origin) nph was not provided. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was not reported. The suspect device duration of use was seven or eight months. The suspect device with (B)(4) was returned to the manufacturer on 11apr2018. This case is cross referenced to case (B)(4) (same patient). Update 08jan2018: this case was determined to be non-valid since there was no adverse event. Update 10jan2018: additional information received on 09jan2018 from the affiliate. No medically significant information was added to the case. The case remains as non-valid. Update 17jan2018: additional information received on 16jan2018 from initial consumer reporter. Updated patients name and added cross reference. Narrative and corresponding fields were updated accordingly. The case remain non valid. Update 18jan2018: clarification received on 17jan2018 and 18jan2018 from call center. No new information was added to the case. The case remain non valid. Update 29jan2018: information received on 24jan2018 from initial reporting consumer. No new information was provided. Update 30apr2018: additional information received on 11apr2018 from global product complaint database. Updated the suspect product to concomitant and the malfunction from unknown to yes/cirm. Added device return status to returned to manufacturer and date returned to manufacturer for (B)(4) associated with lot 1410v01 of a humapen savvio (red) device. Reprocessed (B)(4). Case status was changed from non-valid to valid and as a result changed case priority. No additional information added. Update 30apr2018: updated medwatch fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous device case, reported by a consumer who contacted the company with a product complaint (pc), concerns a female patient of unknown age and ethnicity. Medical history and concomitant medications were not provided. The patient began human insulin (rdna origin) nph per a cartridge via a reusable humapen savvio (red) device 20 units, 18 units, and 30 units with route, frequency, and indication for use not provided, beginning in 2008. On an undisclosed date, the patient was attempting to inject when her humapen savvio (red) device jammed. She noted that the selector of dose was not stopping and the number was not getting fixed (B)(4). Lot 1410v01). The device did not release insulin. She informed that the cartridge was full. She explained that she stored the device inside the case, inside of a bag, at room temperature with the insulin; however she noted that she used a new needle in each two applications. Corrective treatment, event outcome, and status of human insulin (rdna origin) nph was not provided. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was not reported. The suspect device duration of use was seven or eight months. The suspect device with (B)(4). Was returned to the manufacturer on 11apr2018. This case is cross referenced to (B)(4). (Same patient). Update 08jan2018: this case was determined to be non-valid since there was no adverse event. Update 10jan2018: additional information received on 09jan2018 from the affiliate. No medically significant information was added to the case. The case remains as non-valid. Update 17jan2018: additional information received on 16jan2018 from initial consumer reporter. Updated patients name and added cross reference. Narrative and corresponding fields were updated accordingly. The case remain non valid. Update 18jan2018: clarification received on 17jan2018 and 18jan2018 from call center. No new information was added to the case. The case remain non valid. Update 29jan2018: information received on 24jan2018 from initial reporting consumer. No new information was provided. Update 30apr2018: additional information received on 11apr2018 from global product complaint database. Updated the suspect product to concomitant and the malfunction from unknown to yes/cirm. Added device return status to returned to manufacturer and date returned to manufacturer for (B)(4). Associated with lot 1410v01 of a humapen savvio (red) device. Reprocessed (B)(4). Case status was changed from non-valid to valid and as a result changed case priority. No additional information added. Update 30apr2018: updated medwatch fields for expedited device reporting. No new information added. Update 14may2018: additional information received on 14may2018 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 14may2018 in the b.5. Field. No further follow up is planned. Evaluation summary: a patient reported that her humapen savvio device was jammed and did not release insulin. Investigation of the returned device (batch 1410v01, manufactured october 2014) found that internal components (sleeve and clicker clips) were not fully engaged, causing the pen to jam and the injection screw to not back drive. Malfunction confirmed. Without proper engagement of the snap features on the clicker clips, up to a 100% underdose can be delivered. The clicker clip/sleeve engagement failure is an assembly related issue. The patient also reported reusing needles. The core user manual instructs to use a new needle for each injection. Corrective action: an automated reject verification system was initiated beginning with batch 1702v03 to ensure only subassemblies that have passed the vision system are forward processed. Batch 1410v01 is a pre-corrective batch. There is evidence of improper use. The patient reuses needles. This may be relevant to the compliant but is not relevant to the device malfunction.